Event description:
During telephone follow up for an unrelated issue the pt reported she was being treated for peritonitis. Her peritoneal dialysis rn reports the pt was treated with antibiotics for a "touch contamination". There was no bacterial growth in the culture of the pt's effluent. There is no allegation of a leak during the continuous cycling peritoneal dialysis (ccpd) treatment and a search of the pilgrim database for the week preceding treatment confirms there were no leaks reported.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported treatment for peritonitis following the pt's peritoneal dialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation.